Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150610008, work order (B)(4) was manufactured on 18th february 2015. 1 part was scrapped out for scrap code a090, due to impact damage to the part. 19 parts were manufactured per specification and all raw materials met specification. There are no nrs associated with this lot. Expiry date: 31-january-2025. IFU no. 090200829. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. An unknown cement was used. Doi: unknown; dor: (B)(6) 2020; unknown affected side.